Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 contained foreign matter. The following information was provided by the initial reporter: "it was reported needles are dull and will not penetrate his injection site verbatim: consumer reported, needles are dull and will not penetrate his injection site stated, for the ones that do, they hurt stated, some of the needles, appear to have something on the tip of them causing the pain when he injects no injury to report. Does not re-use and rotates injection site. Lot: 9161989. Catalog: 328440. Date of event: unknown. Samples available cl".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9161989. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 contained foreign matter. The following information was provided by the initial reporter: "it was reported needles are dull and will not penetrate his injection site. Consumer reported, needles are dull and will not penetrate his injection site stated, for the ones that do, they hurt stated, some of the needles, appear to have something on the tip of them causing the pain when he injects no injury to report. Does not re-use and rotates injection site. Lot: 9161989. Catalog: 328440. Date of event: unknown. Samples available cl".